Event description:
The patient was reported to be enrolled in the product surveillance registry.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead helix would not deploy completely after multiple attempts. It was noted that there was "very tight anatomy and it was difficult to place the lead". The attempted rv lead was explanted and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The helix/lobe was distorted/bent and the distal conductor had blood/body fluid (not obstructed.) There was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism. The lead was damaged at implant.